Event description:
The pt experienced a transient ischemic attack and was admitted to the hosp. Carotid ultrasound and echocardiogram were negative and international normalized ratio on admission was 2.8. CT of the head was done; however, results were not available. The pt was discharged on 10 march 1999 with no residual.